Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 29mm sapien 3 transcatheter heart valve, when inflating the commander delivery system balloon to deploy the valve, the balloon did not deploy normally, leaving the valve insufficiently deployed. Another commander delivery system was used to perform a post-dilation, and the valve was fully expanded. The volume added into the inflation device was checked and it was correct. A slight leak on the commander delivery system balloon was suspected, however per the returned device leakage was round around the fine adjust wheel, balloon lock, and strain relief, not the balloon like originally suspected. The patient was stable post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation and functional testing were completed. Due to the nature of the complaint, no dimensional testing was performed. The returned device was visually examined, and the following was observed: kink in balloon shaft proximal to handle due to packaging. When inflating balloon, leakage was noted proximal to handle at fine adjust wheel, locking mechanism and strain relief. No leakage observed on balloon. X-ray image of handle was taken in packaging position, and a damage on the balloon shaft was observed proximal to the stop sleeve. Delivery system was disassembled after functional testing and engineering confirmed a damage/twist on the balloon shaft near to the proximal part of the stop sleeve. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The IFU for commander delivery system with s3u IFU was reviewed. Instructions include, 'visually inspect all the components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter'. Warnings include, 'to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for delivery system leakage was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during procedure, when inflating the commander delivery system balloon to deploy the valve, the balloon did not deploy normally, leaving the valve insufficiently deployed. Another commander delivery system was used to perform a post-dilation and the valve was fully expanded. The volume added into the inflation device was checked and it was correct. A slight leak on the commander delivery system balloon was suspected'. Evaluation of the returned delivery system revealed a balloon shaft damage near the proximal part of the balloon shaft stop sleeve. As observed from the x-ray and disassembly of the handle, the leakage originates from the damage found on the balloon shaft proximal to the stop sleeve. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path during inflation. As the delivery systems are 100% tested for leakage, and the issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Although there was no reported tracking or valve alignment difficulties in this case, the damage seen on balloon shaft indicates that the device has been excessively manipulated. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.